Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after assistance, the customer successfully reset it. The malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.